Event description:
On (B) (6) 2010, the pt reported that this morning she had an elevated blood glucose reading of 445 mg/dl with her normal range being 95-125 mg/dl. Symptoms are irritability and she has treated her readings by changing her site locations twice and bolusing insulin. She changed the insulin cartridge of her infusion device, infusion headset and tubing last night. The pt was instructed to disconnect from her headset and try to prime. She stated she saw aire bubbles at the luer lock connection. She had difficulty in removing the tubing from the cartridge due to over-tightening. She was advised not to over-tighten. She changed her device adapter and reattached the same tubing before successfully priming out all air bubbles. She reconnected to her headset and placed her device in run without further incident. On follow up with the pt on (B) (6) 2010, she stated her blood glucose has returned to her normal range and she has had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.